Manufacturer narrative:
Device evaluation of belt sn: (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn: (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Per review of the available download flag data, there is no indication of a device malfunction while the device was monitoring the patient. It is unknown when the resistor became open. Monitor mfg. Date: 01/26/2018. Electrode belt mfg. Date: 05/21/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. The patient was hospitalized and reportedly experienced cardiac arrest. The hospital's cardiology reported that the patient experienced ventricular fibrillation (vf) while wearing the lifevest. Per the available download data, there is no indication that the device entered the detection sequence or deliver a treatment shock. The patient's husband alleged that the device did not work. The patient described the patient's condition as being in a "sustained heart attack" for two days prior to passing. The patient's husband later reported that the "heart attack" started later in the evening on (B)(6) 2019 and that nurses at the hospital performed CPR. The patient's heart reportedly stopped. The continuous ECG recordings are not available for review. Per review of the available download flag data, there is no indication that the lifevest entered the detection sequence or deliver a treatment shock around the date of death. The device was shutdown at 06:18:39 am on (B)(6) 2019, prior to the reported date of death.